Event description:
Tip of screwdriver used to place screw snapped off inside of screw head. Unable to retrieve the broken piece inside incision.

Event description:
Add'l info rec'd from MFR 3/20/02: in response to inquiry of 3/4/02 regarding the referenced report. This screwdriver is a class I exempt device. Device has been on the market since 6/27/94. Only one change has been made to the shaft of the device since the product was introduced. A review of the modification made to the subject device did not identify a change that may be related to the event. Subject device is a class I exempt screwdriver with no definitive life expectancy. As in common household use, the screwdriver will be used until it wears out and no longer meets the customer's requirements.